Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that her blood glucose was 400 mg/dl in the evening and over 600 mg/dl before bedtime. The customer treated the high blood glucose readings with an injection. The customer stated that she would go home and change the reservoir. The customer stated that she will call back to troubleshoot for high blood glucose readings.